Manufacturer narrative:
The reported issue of incorrect intake volume documented in ehr could not be confirmed; no product or device logs were returned for investigation. The customer's issues are currently being tracked via bd corrective action policies and procedures. The file was opened to document the issue that was reported.

Event description:
Received a copy of the customers sus voluntary event report from cdrh which states, ¿ "bd/alaris syringe pump volume infusion documentation discrepancy issue related to interoperability bd pump sent inaccurately large volume through interoperability to the ehr pt received correct volume and there was no pt harm pt was at risk of harm due to clinical decision making related to the inaccurate data. FDA safety report ID# (B)(4)." It was reported that the device sent the wrong volume data to the patients electronic record during a midazolam 100ml infusion programmed to infuse at a continuous rate of 0.3009 mg/kg/min. The customer further stated that decision making for the patient's care is made based on the data sent to the patients medical record by the pump. Inaccurate data could lead to changes in care and is viewed as a serious medical event. The customer later reported that there were no adverse effects to patient from the event.

Manufacturer narrative:
Concomitant medical products: 20ml syringe. No device will be returned per customer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified. Additional patient information: diagnosis: j21.9, j20.6, j10.1, j15.9, q90.9, j45.909, j96.90, z92.81.

Event description:
Received a copy of the customer's sus voluntary event report from cdrh which states, ¿ "bd / alaris syringe pump volume infusion documentation discrepancy issue related to interoperability bd pump sent inaccurately large volume through interoperability to the ehr pt received correct volume and there was no pt harm pt was at risk of harm due to clinical decision making related to the inaccurate data. FDA safety report ID#(B)(4)." It was reported that the device sent the wrong volume data to the patients electronic record during a midazolam 100ml infusion programmed to infuse at a continuous rate of 0.3009 mg/kg/min. The customer further stated that decision making for the patient's care is made based on the data sent to the patients medical record by the pump. Inaccurate data could lead to changes in care and is viewed as a serious medical event.